Manufacturer narrative:
H3 other text : device serviced by service center.

Event description:
The manufacturer received information in relation to an everflo oxygen concentrator. The device was returned to a service center due to an alarm. The service center reported to manufacturer that the seive beds were blown, the manifold was leaking, the power cord was chewed up, and filter cover was missing. The service center replaced the necessary parts.